Event description:
A customer called to report receiving a glucose result of 99 mg/dl on their freestyle flash blood glucose monitor, which was reportedly lower than how they were feeling. She then relayed that for the last three months, she felt as if her meter was providing glucose results that were inaccurately low. She reported feeling tired and dizzy, and experiencing headaches. While at her doctor, her doctor checked her blood glucose with an unspecified brand of meter, and the customer's glucose was high (glucose result not provided). The customer was diagnosed with hyperglycemia. Treatment provided is unk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.